Event description:
A customer reported a malfunction with their pump, but no notable events occurred before the issue, and there was no adverse impact on the customer's blood glucose level. The malfunction code displayed was resettable, and technical support provided information to assist the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared. The caller acknowledged and understood the instructions.